Event description:
In 2008, the customer reported that during a transtelephonic monitoring (ttm) check of this pacemaker (2007), the field representative experienced difficulty seeing atrial pacing artifacts. Approximately eight months later, the pacemaker was explanted and this right ventricular lead was surgically abandoned. It was noted that the lead impedence was less than 200 ohms and exhibited high threshold measurements. The lead was actively implanted for approximately 11 years.

Manufacturer narrative:
The lead was surgically abandoned; therefore, it will not be returned for analysis. As a result, the reported clinical observation cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.